Event description:
It was reported that on (B)(6) 2014, two days after having the staples removed after a (B)(6) 2014 pump replacement, the patient woke up ¿soaked in blood.¿ the patient had a temperature of 105°f for three days and the implant area was red and swollen. The patient indicated that the implanting healthcare professional (hcp) thought it was seroma and the put her on antibiotics. When the patient went for her first fill with the managing hcp on (B)(6) 2014, they couldn¿t do the fill because it was red, leaking yellow fluid, highly inflamed, and hot and they ¿didn¿t want her to get a brain infection.¿ the patient noted that this pump was closer to the skin and up a little higher than the two previous pumps. The hcp stated ¿it would be ok after the swelling went down.¿ the patient noted she went back to the implanting hcp on (B)(6) 2014 and ¿it was still the same but he didn¿t think it was a big deal.¿ the hcp chang ed the antibiotic and ¿kept saying it was just the seroma.¿ the patient stated she ¿ended up taking 5 different antibiotics¿ and was in and out of the hospital. The patient stated ¿it put her in the hospital for 3 days on IV (intravenous) and got a little better¿ and as soon as she got out of the hospital she took the first antibiotic that he had given her and ¿it got worse¿ and she returned to the hospital for 5 more days. The patient went on to say when she got out of the hospital she took the first antibiotic and ¿it got worse again.¿ the patient indicated they were talking about removing the pump because they ¿thought her body was rejecting it.¿ the patient stated she never had this reaction with previous pumps. The patient didn¿t think she needed the pump removed because she had been getting better, noting she thought ¿with one more strong antibiotic and a few more days it will be better.¿ the patient stated it has been draining every day for the last two weeks and ¿was not as hot as it was¿ so she thought it was better. The patient noted dissatisfaction with the hcp service, stating she thought he did a sloppy job. The patient indicated she did not trust the hcp, didn¿t feel comfortable with him, and didn¿t want him to touch her again. The patient stated she had an appointment with her managing hcp on (B)(6) 2014 at 2:00. The patient stated ¿there was no drug in the pump¿ and that ¿there may be a little bit [of saline] in there¿ they have it down real low.¿ it was unknown what the pump was infusing currently. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained reported the patient received assistance from their doctor or manufacturer representative (rep) and their concerns were resolved. The patient had an appointment on (B)(6) 2014 and the pump had to be removed on (B)(6) 2014. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, product type accessory. (B)(4).